Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore under the left ECG electrode. The sore was open but not bleeding or oozing. It was reported by the patient's nurse that by repositioning the electrode slightly aided in the healing of the sore. The patient's sore improved.